Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with missing serial number label. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. The customer stated that the insulin pump did receive an alarm immediately after moisture exposure and it was dead. The buttons of the insulin pump were responsive and the self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.